Manufacturer narrative:
Reported event: an event regarding wear and instability involving a triathalon insert was reported. The event was confirmed for wear on the basis of mar while the event for instability was not confirmed. Method & results: device evaluation and results: material analysis: damage consistent with the explantation process was observed on the anterior surface of the implant. Burnishing, scratching, and third body indentations were observed on the articulating surface; which are common damage modes of uhmwpe. Delamination and material loss consistent with contact against the femoral component was observed on the posterior portion of the lateral condyle. Based on the given information no materials or manufacturing discrepancies were observed on the surfaces examined. Visual inspection: insert seemed to be in scratched and damaged condition. Medical records received and evaluation: not performed as no medical records were provided. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: the event was confirmed for wear on the basis of mar while the event for instability was not confirmed. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
Revision of right total knee on a male in mid 50¿s (triathlon cr poly) which had been in place for approx. 8 years. Patient returned presenting pain, instability and valgus deformity. Upon removal of the poly, the customer reported some abnormal wear. Surgeon has specified that he thinks it may have been down to his initial placement of the femoral component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right total knee on a male in mid 50¿s (triathlon cr poly) which had been in place for approx. 8 years. Patient returned presenting pain, instability and valgus deformity. Upon removal of the poly, the customer reported some abnormal wear. Surgeon has specified that he thinks it may have been down to his initial placement of the femoral component.